Manufacturer narrative:
Date sent to FDA: 9/22/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/23/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted the right groin area was rather difficult to dissect due to adherence in the preperitoneal space form the mesh plug itself. She tried all measures of blunt dissection to separate the peritoneum and the mesh. She incised the peritoneum to separate the two. It was reported that the patient experienced an unknown adverse event. No additional information is provided.